Manufacturer narrative:
Additional information: no technical services were requested or performed for this event. A company representative was onsite when the events occurred. The company representative stated the system settings were optimized in an attempt to deter further issues. A review of the manufacturing records did not reveal any related nonconformity during manufacturing. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that after flap creation, a few small tissue bridges were noted at the 1-3 o'clock position in the right eye. The flap was able to opened lifted with no trauma to the flap. The remaining portion of the procedure was completed with no harm to the patient. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.